Manufacturer narrative:
The customer was provided with a bench repair document. The unit was sent to the bench repair where the reported issue of a dim display was confirmed. Bench repair determined that a 2nd generation upgrade of the lcd will be performed.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the display is dark, and it is hard to use the device. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer confirmed that the liquid crystal display (lcd) screen is dim. The device has a 1st generation lcd. It was recommended to upgrade the lcd to resolve the issue. A bench repair work order has been created.

Manufacturer narrative:
Bench service replaced the liquid crystal display (lcd) to a 2nd generation lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.